Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, the valve dislodged down to the waist during and following the deployment. The valve was attempted to be snared but was not successful. An attempt was made to implant a second 34 mm transcatheter valve, however this was not successful either. The valve was removed. A 29 mm non-medtronic (edwards) valve was ultimately implanted. No additional adverse patient effects were reported. Additional information was received that the second valve would not seat properly and dislodged.